Manufacturer narrative:
The cartridge was not returned to animas. There is no investigation necessary. Cartridges with lot # b2015823 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Manufacturer narrative:
Follow-up #1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 confirmed that the daily insulin delivery totals correctly reflect the user programmed basal rates. There were no alarms present indicating that a malfunction may have occurred. A 29 hour flow accuracy test was performed and the pump was found to be delivering insulin within specifications. Unrelated to the complaint, the display screen was found to be faded and miscolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter, the patient's wife, reported that on the evening of (B)(6) 2011, the patient obtained an elevated blood glucose reading of 507 mg/dl and took an insulin bolus for that reading. On (B)(6) 2011, during the early morning, the patient awoke with a blood glucose level of 48 mg/dl. The patient administered self-treatment with orange juice; he did not seek any medical attention. The patient did not experience any symptoms of high or low blood glucose levels. Troubleshooting revealed there were no leaks in the cartridge or kinks in the tubing.